Event description:
Event description boston scientific, crm received information that the patient with this implantable cardioverter defibrillator (ICD) device is concerned because he feels his heart racing at times. He stated that this has occurred since his last follow-up two weeks ago. The patient confirmed that he has contacted his physician, and stated that it feels like it does when they make it go fast at his follow-up visits. A boston scientific technical services (ts) consultant recommended he discuss his symptoms with his physician.